Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl, due to customer inputting incorrect settings. Low bg was addressed by consuming carbohydrates. Tandem technical support advised the customer to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin.